Event description:
It was reported that a tip detachment occurred. Two 4f imager ii angiographic catheters were selected for use in a lower leg angiogram procedure. During preparation outside the body, the tips of the devices came off. Another device was used to complete the procedure. No patient complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
D4 - lot number: updated.

Event description:
It was reported that a tip detachment occurred. Two 4f imager ii angiographic catheters were selected for use in a lower leg angiogram procedure. During preparation outside the body, the tips of the devices came off. Another device was used to complete the procedure. No patient complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
D4: lot number: the lot number changed from 0000149174 to 0000149039. Device evaluated by manufacturer: returned product consisted of imager pigtail catheters. Visual and microscopic examination of the device revealed that the device had a kink 26 cm from the hub. There was a partial separation 67.2 from the hub and a complete separation 67.8cm from hub. There were witness marks on the tip which indicates that the device was pulled through the tabs on the product card and not lifted up from the product card. Materials analysis lab (mtac) found that there was polymer degradation which likely contributed to the confirmed detachment. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that a tip detachment occurred. Two 4f imager ii angiographic catheters were selected for use in a lower leg angiogram procedure. During preparation outside the body, the tips of the devices came off. Another device was used to complete the procedure. No patient complications were reported, and the patient was stable post procedure.